Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the patient was going to have the ins replaced and stated it only lasted her 2.5 years. The patient wanted to know what would be replaced in her body and if there was a different ins that would last longer. The patient was instructed to follow up with her healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported eri was reported on a non-rechargeable device. The patient was dissatisfied with the ins longevity and stated "how can it be low" because she was told the device would last 4-5 years. The patient was really shocked the battery did not last longer. The patient was directed to follow up with their healthcare professional (hcp). No symptoms or complications were reported or anticipated.